Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states on the cantilever arm assembly there is a plastic piece that the knob screws into, and the plastic piece is stripped. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.